Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. Malaise-ndr: not applicable as the event is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: crease is observed. Deformation is observed. Wear abrasion is observed.

Event description:
Patient reported left side having "night sweats and feeling very fatigue for the past 2-3 weeks. Patient also wants to report an exchange from textured to smooth breast implant due to the patient¿s concern with the product." Device explanted. Later, healthcare professional reported left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side having "night sweats and feeling very fatigue for the past 2-3 weeks, not device related. Patient also wants to report an exchange from textured to smooth breast implant due to the patient¿s concern with the product." Healthcare professional later reported left side rupture. Device has been explanted.